Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2016-09216 it was reported that a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed, on a smaller appendage. A 21mm watchman® laa closure device & delivery system (wds) along with a watchman® access system (was) were used; however, when they went to deliver the device they were unable to un-sheath the device. An attempt was made to re-deploy the closure device which was unsuccessful, so they removed the wds from the was. When the pigtail catheter was reinserted into the watchman access sheath, an effusion was discovered. They had opened the second wds but the second device did not enter into the patient's body. To treat the patient they reverse the heparin which is part of the procedure, with protamine, and they observed the patient for 30 minutes. Later the patient was removed from the cath lab and had a decompensation in the recovery area where they have to place a pericardial drain for cardiac tamponade. The patient received 4 units of blood and 4 units of fresh frozen plasma. The next day the patient was doing well and the drain has been removed and the patient is stable.